Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site with an abscess (lower left abdomen) while wearing the pod and was taken to the emergency room. This required a follow up visit. Patient was put on antibiotic cephalexin 500mg twice a day for 10 days. Patient experienced high blood glucose levels and patient took correction boluses but that did not work. So patient did a syringe to try to correct. Patient removed the pod and saw it was bloody and a hard spot was forming. Patient¿s blood glucose (bg) levels exceeded 400 mg/dl.